Event description:
A home patient contacted baxter's technical service center to report the notation of a leak in the patient line of the homechoice set during dwell 1/3 of the home patient's automated peritoneal dialysis therapy utilizing their homechoice machine. Reportedly, there was no notation of the leak prior to dwell 1/3. The home patient has no pets, and no instruments are used to assist them in opening the homechoice set cartons. The leak was located "halfway down the patient line", the source being what appeared to be a cut. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. No patient injury was associated with this incident, however, the home patient was administered prophylactic antibiotics as a result of this incident.